Event description:
It was reported that a spectrum iq infusion pump failed occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, failed occlusion test was not reproduced. The device was tested for downstream and upstream occlusion detection and passed. The event history log (ehl) review was performed and revealed multiple events of "downstream occlusion!" And "upstream occlusion!" However testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor was found out of calibration and lower than intended range . The force sensor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.